Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, the patient's pd catheter was removed and they were now performing hemodialysis. The patient is currently recovering from the peritonitis event. No additional information is available.